Event description:
It was reported that when the patient turned stimulation on, he was feeling it more in his buttocks instead of his lower back. The patient stated it was supposed to be more for his lower back, and also for the legs as well. The patient felt stimulation more in the prostate area. The patient did not like to use it that much, because when he increased the stimulation, it made his prostate hurt. The patient was asked how long he had been feeling the stimulation in the buttocks (prostate) area. The patient did not know because when he turned the stimulation on he got the ¿jerks and jolts¿ when he moved. The patient stated it had been feeling that ever since the stimulation was turned on (meaning since being implanted). The patient had been feeling the ¿jerks and jots¿ since implant. The last time he saw the manufacturer's representative, two weeks prior to (B)(6) 2015, they were telling the patient they could reprogram it¿move it up a little bit. The patient stated he made the manufacturer's representative aware during the appointment. This was the first time meeting the manufacturer's representative. At the appointment the patient met with the manufacturer's representative and the healthcare professional (hcp). The hcp and the nurse arranged it on behalf of the patient. The manufacturer's representative asked if the stimulation was in the right area, and at the time told the manufacturer's representative that it was because he was taking the pain medication, and was no longer taking pain medication. Then the patient stated for some reason he was feeling it in his prostate region, instead of the lower back where it should be. The patient stated he was under the impression that he thought the manufacturer's representative was telling him he could have programmed the stimulation to move up a little bit, but again repeated he may be confused because he was on the pain medication they gave him. The manufacturer's representative explained to him and knew they were going to adjust the programming after the patient healed. The patient was feeling the stimulation down his legs and knees like he was supposed to. However, the patient felt stimulation more in his prostate area. Patient services redirected the patient to ¿call his hcp and update on his symptoms and thought stimulation was in appropriate location and was on pain medication and isn¿t.¿ it was a ¿lady¿ who performed the reprogramming for the legs. On the current settings, the patient got a jolt and they did not want to activate that setting until the body had healed enough time. The patient could use the stimulation now, but the adaptive stimulation had not been enabled yet, and that was the reason or the next visit. The patient was supposed to go back on (B)(6) 2015 for another reprogramming session and to activate adaptive stimulation. The patient was seeing the doctor plus the manufacturer's representative and ¿guessed that is what they were supposed to be doing.¿ the patient had the manufacturer's representative cell phone number. The patient was redirected to the hcp. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but she was working with her doctor or manufacturing representative (rep). An appointment was scheduled for (B)(6) 2015. The patient met with a rep at the doctor¿s office. The patient felt stimulation in both legs and butt/rectal area, but not much in low back. The rep reprogrammed his stimulator and was able to get better coverage in low back and less stimulation in the rectal area. The patient was happy when he left and was feeling it in his low back. His adaptivestim was activated at his last visit with a different rep and was working well and was readjusted at the appointment. The patient would follow-up on an as needed basis.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).